Event description:
A medtronic representative reported that, while in a cranial procedure, images on the navigation system screen disappeared when the passive planar blunt was brought into the field. This was noted after going sterile. After the sterile frame was placed, the surgeon confirmed accuracy and began the incision. The probe was brought back into the field to check accuracy and the images were no longer visible on the screen. Trouble-shooting did not resolve the issue. As the patient was not re-registered, the surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following-up at the site, performed a navigation system check-out, all areas passed. The reported issue could not be replicated. Completed a pointmerge registration on a resin head and successfully navigated using the passive planar probe. System performed as intended.

Manufacturer narrative:
The surgeon reported that the vertek arm may have moved during the procedure. If the vertek arm is bumped or moved after registration this renders the registration invalid as the reference frame is attached to the vertek arm and would cause the symptoms reported. No further subsequent issues reported. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the reported event.